Event description:
Customer reported an exposed wire on the power cord, and the system is alarming when unplugged. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the power cord and restrapped the input transformer. System operates as intended. This MDR is related to ge healthcare complaint.